Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 was failed to open or close. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the tower clicking and failing. A field service engineer (fse) cleaned old grease from switches and added new grease to resolve the issue. Tested doors in hardware test application. The system functioned as intended after the field service engineer repaired the device.